Event description:
I used renu with moisture loc contact lens saline solution from 9-1-05 through 2-14-06. I had several eye infections and had to see an eye dr for treatment and diagnosed with fusarium keratitis. I am presently taking anti-fungal therapy and may require corneal transplant surgery. My vision in my right eye has been impaired by more then 50%.